Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while plugged into a wall outlet. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer's blood glucose level was 171-172 mg/dl.